Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis confirmed ther reported observations. This lead passed continuity and hipot testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to dislodgement. No additional adverse patient effects were reported.